Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol) two scratches were observed at the center of iol. The lens was removed and the back-up iol was implanted. It was indicated that the lens was used with ovd (ophthalmic viscosurgical device) according to the instructions. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection was performed and after the lens was cleaned, a cosmetic issue near the center of the lens was observed. The complaint issue was confirmed, however based on the fact that the lens was implanted and removed it cannot be confirmed to be related to a manufacturing issue. No product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: since this issue was not detected until after the lens was implanted and the lens was handled, and based on the condition of the lens when it was received for product evaluation, this issue cannot be confirmed to be a manufacturing issue or related to a user error issue. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.